Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a pump reset; however, a specific cause for this event could not be conclusively determined. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2025 through (B)(6) 2025 as well as 21 additional events at the default timestamp. A pump reset was captured on (B)(6) 2025 at 21:24:37. A specific cause for the pump reset could not be determined through this evaluation. The pump started to ramp up to speed, however, an additional pump reset was captured at the default timestamp of (B)(6) 2000 at 00:00:01. This reset is consistent with the reported controller exchange. No other notable events were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the physician requested log files be sent for review. The event log file captured 2 lines of current data with a current timestamp with the resolution of clock corrupt alarm/fault. The remainder of the log file was filled with system controller clock corrupt events, which appeared to be on the backup system controller. The emergency backup battery (ebb) was allowed to completely drain, causing the timestamp to default to 01jan2000 at 0:00:00. The patient was placed on that system controller on (B)(6) 2000 at 12:48:51 which is an incorrect timestamp since the patient was implanted in 2024. Further review of the submitted log files revealed an unknown pump stop on 01jun2025 from 21:24:37-21:24:39.